Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately high. The readings were 242 mg/dl and 147 mg/dl within 11-20 mins. (Not within lifescan criteria for precision). No medical attention was received. The pt ate food and/or drank beverage following use of the meter. The customer care rep performed troubleshooting and twice the control solution test was not within range. Based on the info obtained from the pt there is indication the product malfunctioned. The meter and test strips were replaced and return expected. Control solution was sent.